Event description:
As reported, during tap procedure the surgeon tried to fixate the 3dmax light mesh using capsure fixation device. It was reported that the first & second fastener could not pierce the tissue. As reported the device was not used and another capsure straight fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure straight fasteners failed to pierce the tissue. Evaluation found that reported event that the device failed to fixate could not be reproduced. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 695 units released for distribution in nov, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Sample evaluated.